Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an implant removal on (B)(6) 2013 and suture was used for the fascia. During the procedure, the suture separated from the needle. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the needle was returned for evaluation; however, the suture was not returned. Since the suture was not returned a completed evaluation could not be performed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.